Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and primary analysis revealed that the outer insulation was breached cut. Blood/body fluid on the proximal conductor (not obstructed) and in/on the helix mechanism. The outer insulation had cosmetic metal ion oxidation (mio), cosmetic environmental stress cracking (esc) and cosmetic depression. There was also apparent explant damage.

Event description:
It was reported that the right ventricular lead had oversensing noise appearing in both bipolar and unipolar configurations. It was also noted that the suture was on the lead and had damaged the outer insulation. The lead was removed and replaced. No patient complications have been reported as a result of this event.